Event description:
Same case as MFR# 2939204-2010-01152. It was reported that during a stenting treatment procedure, the ivus catheter became stuck in the stent. A taxus liberte stent delivery system (sds) was advanced and deployed in the left anterior descending artery (lad). The physician performed ivus with an atlantis sr pro2 ivus catheter. During the second pullback the ivus catheter became stuck with the taxus liberte stent. It was noted that the physician was unable to withdraw the ivus catheter for a 'while'; however, the device was eventually removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).